Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that three weeks post implant the pacing threshold on the right ventricular lead was increasing. A computerized tomography (CT) scan was performed which showed a shadow that appeared to be a pericardial effusion and the lead was confirmed to be completely perforated. Open chest surgery was performed to explant the lead and a new lead was implanted. No further patient complications have been reported as a result of this event.